Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Medication, a local anesthetic, in the tray showed decreased effects - and an epidural was therefore, necessary. There was no pt harm.